Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that a patient underwent shunt pta stenting in a forearm vein. A longitudinal rupture was noted on the third inflation at 16 atm. The procedure was completed using a fox sv 5.0x20mm balloon catheter. There was no tortuosity or calcification at the concentric lesion. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the lot history record (lhr) did not produce any findings relevant to this report.